Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the operation test at the time of delivery, it was found that the image through the sdi1 input terminal was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus re-evaluated the reported phenomenon. As a result, olympus concluded that the reported event was not reportable event.